Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional product: serial# (B)(6) d9: yes return date: 2022-09-26 h3: yes h6:FDA method code(s): b01 h6:FDA result code(s): c02 h6:FDA conclusion code(s): d01 product event summary: two (2) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the battery passed visual inspection and functional testing. The battery was able to adequately charge and provide power to a test controller with no anomalies observed. Failure analysis of (B)(6) revealed that the battery passed visual inspection. Functional testing of (B)(6) revealed that the battery was unable to charge on a test battery charger or provide power to a test controller. During functional testing, test equipment was only able to partially read the battery status due to a communication problem with the main integrated circuit (ic). Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to properly communicate to the main ic. An attempt to reset the ic was able to reestablish communication with the ic. As a result, the reported event was confirmed for (B)(6) but could not be confirmed for (B)(6). Based on an investigation conducted under CAPA pr00519785, the most likely root cause of (B)(6) inability to be recognized by the controller has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. (B)(6) is in scope of fa1265, which was initiated for batteries with electrical faults. A possible root cause of (B)(6) inability to be recognized by the controller may be attributed to a marginal connection between the controller and battery. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both batteries stopped working although they were fully charged. It was noted that the batteries lost contact and were not recognized by the controller. The batteries have been exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional product: brand name: heartware ventricular assist system ¿ battery, medical device: model #: 1650 catalog #: 1650/ expiration date: 31-mar-2022 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device manufacture date: 20-mar-2021. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.